Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During the implant procedure upon interrogation, the implantable cardiac monitor exhibited premature battery depletion. The device was not used and a new device was implanted. The patient was in stable condition.

Manufacturer narrative:
Reported complaint of premature battery depletion was not confirmed. Battery indicator showed that battery voltage was within normal range when it was received. Reviewed of device image found battery usage since exiting shipped settings correlates with battery indicator display. Further analysis performed did not find any anomaly. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.